Event description:
Additional information was received that the surgeon confirmed that the patient had severe blood vessel calcification issues and induced severe bleeding related to the surgery which led to multiple organ failure. The device operated as expected.

Manufacturer narrative:
E1: reporter email was not available. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists multiple types of organ failure/dysfunction, bleeding, and death as adverse events that may be associated with the use of heartmate 3 lvas. This document outlines the recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to multiple organ failure. The death was not considered to be device related. An autopsy was not performed. The pump was not explanted.